Manufacturer narrative:
Upon technical analysis the device was in accordance with specifications. There was no visible damage. The functional test carried out showed that the clip could be released from the cap without increased force. The review of the manufacturing quality records for this lot did not reveal any anomalies with regards to a production-related defect. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
A colonic ftrd was used for removal a lesion in the hepatic flexure. Clip application for tissue closure wasn't visually confirmed before activating the tissue resection snare as it is required by the IFU of the product. The resulting perforation was surgically closed. The patient was uneventfully discharged. The device was sent to us for technical analysis, which revealed no technical defect.